Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a palmaz blue endovascular balloon expandable stent (sds) failed to "pass the catheter". The device would not go through the guiding catheter. The stent did not enter the patient body and did not release .the stent tip (distal tip) swelled (prematurely deployed). Another brand product was used to successfully complete the procedure. There was no report of patient injury. The device is available for analysis. The target lesion was the renal artery. There were no damages or anomalies noted on the device or packaging prior to use. There was no difficulty experience as the device wa s removed from the packaging. The product was prepped properly according to the instructions for use (IFU). There were no problems noted during prepping.

Manufacturer narrative:
Complaint conclusion: a palmaz blue endovascular balloon expandable stent (sds) failed to "pass the catheter". The device would not go through the guiding catheter. The stent did not enter the patient body and did not release. The stent tip (distal tip) swelled (prematurely deployed). Another brand product was used to successfully complete the procedure. There was no report of patient injury. The target lesion was the renal artery. There were no damages or anomalies noted on the device or packaging prior to use. There was no difficulty experience as the device was removed from the packaging. The product was prepped properly according to the instructions for use (IFU). There were no problems noted during prepping. The device was returned for analysis. One non sterile a 5mm x 17mm palmaz blue on aviator plus stent delivery system was returned; however the complaint product was a 5mm x 50mm palmaz blue on aviator plus stent delivery system. Per visual analysis the balloon had not been inflated. The stent was mounted on the balloon in its original position. No damages were noted on the device. Per functional analysis a 0.014¿ guide wire (lab sample) was inserted into the guide wire lumen of the balloon catheter and passed through it without difficulty. The balloon catheter was advanced through a 5f csi (catheter sheath introducer - lab sample) without difficulty. Per dimensional analysis the od proximal seal was found to be within specification with an actual measure of 1.88mm. Per microscopic analysis no damages were noted on the marker bands, stent or balloon. A device history record (DHR) review of lot 17221880 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) impeded-during prep¿ and ¿stent premature deployment¿ was not confirmed through analysis of the returned device. The exact cause of the reported events could not be determined during analysis. Based on the information available for review, a 5mm x 17mm palmaz blue on aviator plus stent delivery system was returned; however the complaint product was a 5mm x 50mm palmaz blue on aviator plus stent delivery system. It was confirmed by the account that the complaint information (product number and lot number) is correct. Additionally the stent was returned mounted on the balloon in its original position, and the functional analysis was successful. According to the IFU ¿when stenting renal arteries, exercise great care to reduce the risk of distal embolization of tissue, atherosclerotic and thrombotic material or cholesterol. Use of a distal embolization protection device could be considered. Appropriate sizing of the vessel is required. The expanded stent diameter should approximate the diameter of the vessel just distal to the stenosis to reduce the possibility of stent migration from the implantation site due to under-expansion and the potential for vessel damage due to over-expansion. Overstretching of the artery may result in rupture and life threatening bleeding. The minimum french size indicated for the cordis catheter sheath introducer (csi) or cordis guiding catheter (gc) is printed on the package label. Do not attempt to pass the stent system through a smaller size cordis csi or cordis gc than indicated on the label. Use of a smaller than indicated accessory device can lead to introduction of air into that device as the stent system is advanced, which may not be removed during air aspiration. Prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Do not attempt to remove or readjust the stent on the delivery system. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Backload the stent system onto the guidewire. The delivery system has a rapid exchange design. During backloading, the guidewire will exit the stent system at the guidewire exit port. Advance the tip of the stent system to the hemostasis device of the guiding catheter. Open the hemostasis valve as wide as possible and carefully advance the stent system over the guidewire until the balloon section of the stent system is completely introduced into the guiding catheter. Look for and confirm back flow over the balloon. Adjust the hemostasis valve to maintain a snug seal. Advance the stent system until the guidewire exit port has passed the hemostasis valve. Again adjust the hemostasis valve to maintain a snug seal. Continue to advance the stent system over the guidewire to the end of the guiding catheter, while maintaining guidewire position across the lesion. Caution: when there is a tight fit between the balloon section of the stent system and the guiding catheter, a failure to maintain a snug seal of the hemostasis valve over the stent system during stent system insertion and advancement, could result in air introduction and air entrainment. Note: in case a long csi is used instead of a gc, use the csi size recommended on the label; insert the stainless steel introducer tube included in the packaging through the hemostasis valve of the csi. This tube facilitates introduction of the stent/balloon assembly into the csi and prevents the hemostasis valve from potentially damaging or stripping the stent from the balloon. Remove the introducer tube when the stent/ balloon assembly has completely passed the valve (i.e., has advanced to the body of the csi). Keeping the gc immobile, observe fluoroscopically as the stent system is advanced through the gc over the guidewire to the target lesion. Carefully cross the lesion with the stent. Caution: if strong resistance is met during advancement or withdrawal of the stent system, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, secure the stent system to the gc; then remove the gc and stent system as a single unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.